Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-05012; 2017865-2019-05013; 2017865-2019-05014. It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was cardiac and respiratory failure.

Manufacturer narrative:
The reported field event was of the patient expiring. The device was tested on the bench and exhibited normal device characteristics with no anomalies. The pacemaker was in the normal range of remaining longevity.